Manufacturer narrative:
See related regulatory reports 2029214-2020-01275 and 2029214-2020-01276. If information is provided in the future, a supplemental report will be issued.

Event description:
Menges, a.-l., trenner, m., radu, o., beddoe, d., kallmayer, m., zimmermann, a., & eckstein, h.-h. (2020). Lack of durability after transarterial ethylene-vinyl alcohol copolymer-embolization of type ii endoleak following endovascular abdominal aortic aneurysm repair. Vasa. Zeitschrift fur gefasskrankheiten, 49(6), 483-491. Https://doi.org/10.1024/0301-1526/a000905 medtronic received a literature article pertaining to patients treated with onyx for a type ii endoleak. In this article the average age of the patients was 77.8 years, a majority male. In one patient the onyx dislocated and large parts embolized large parts into the ima, resulting in severe intestinal ischemia. Consequently, an emergency operation with sigmoid resection and hartman's procedure was performed followed by several operations because of open abdomen procedure. An extended stay on intensive care unit was necessary. The patient was discharged after 43 days.